Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Additionally, the customer indicates she was experiencing symptoms of hypoglycemia such as shakiness, dizziness, and slurred speech. The customer drank juice to relieve her symptoms and did not seek third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.